Event description:
It was reported that after full implantation of the preloaded toric intraocular lens (iol) into the right eye, a defect was found on the lens. The lens was removed during the same procedure. Unplanned sutures and an unplanned incision enlargement was required. No vitrectomy was needed. There was a 45 minute delay in procedure. Directions for use were followed. No further information was provided.

Manufacturer narrative:
Section a3b: gender: unknown; requested but not provided. Section a6: race: unknown; requested but not provided. Section d6a: if implanted, give date: not applicable, as lens was removed during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed during the same procedure. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - clinical code 4581 is to capture incision enlarged. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes section d9: date returned to manufacturer: apr 29, 2024. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device reveal that the plunger rod was fully advanced, and the plunger rod tip was damaged consistent with damage that occurs during shipping. The lens module was opened, and no damage or viscoelastic residue was identified. Device assembly was inspected, presenting with no issues. No lens was received. The complaint issue was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.